Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 200 - 500 mg/dl. The customer also reported a blood glucose of "high" although specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.